Manufacturer narrative:
The pump and catheter have been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The pump and catheter were returned to the manufacturer from the medical examiners office for disposal. No additional details were provided. Additional information has been requested, a follow-up report will be sent if additional information becomes available.